Manufacturer narrative:
(B)(4). Conclusion: a carefusion certified 3rd party service technician replaced the power board to fix the reported issue, ¿low battery. The "empty battery" alarm did not occur.¿

Event description:
The customer reported that the battery was low, and the "empty battery" alarm did not occur. There was no patient involvement when this issue was discovered.